Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium leaking" within 1 minute after the intra-aortic balloon (iab) was implanted according to the requirements and the alarm could not be removed. As a result, the iab was replaced and the problem was resolved. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc bladder was fully intact. No alarms were noted during the functional testing. The returned catheter passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium leaking" within 1 minute after the intra-aortic balloon (iab) was implanted according to the requirements and the alarm could not be removed. As a result, the iab was replaced and the problem was resolved. There was no report of patient complications, serious injury or death.